Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey2688 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during an attempted placement of an us guided IV line into the medial right antecubitus with a 20g accucath intravascular catheter, ref (B)(4), lot reey2688 by em staff there was difficulty retracting the catheter and it became stuck in the patient's arm. With gentle traction the catheter came out, but the em physician was not sure if all of the wire came out. At the end of the wire is an approximately 1mm diameter metal loop, and it was unclear to the ER physician if this tiny piece of wire was retained in the pts vein/soft tissues of his arm. It was unable to be visualized on ultrasound."